Event description:
It was reported that patient problem was encountered. The target lesion was located in the left circumflex artery. A 185cm str pt2 guidewire was used as a buddy wire with a non-boston scientific guidewire. However, during the procedure, the end of the wire was bent and it was noted that the patient was not doing well. The procedure was completed with another of same device. No further complications were reported.